Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2012-02540. It was reported that post coronary stenting procedure, chest pain occurred. In (B)(6) 2009, the patient presented with unstable angina (B)(4) and was referred for cardiac catheterization which revealed one target lesion. The lesion was 80% stenosed and located in the proximal left circumflex artery. It was 34 mm long with a reference diameter of 3.0 mm and treated with pre-dilatation and placement of a planned 3.0 x 38 mm promus element stent. Due to inadequate lesion coverage, an unplanned 3.0 x 38 mm promus element stent was also implanted. Following stent placement, there was 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with cardiac chest pain and was hospitalized the same day. Two days later, the patient was discharged and the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).